Event description:
It was reported that the right atrial lead exhibited under sensing. The device was reprogrammed and the issue was resolved. The patient was fine post event.

Manufacturer narrative:
(B)(4)